Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation error 117 was caused by a faulty motherboard. However, the specific cause of the faulty motherboard could not be established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found printed circuit board failure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the visera 4k uhd camera control unit received an e117 otv error code. The issue was found during inspection before use. It was reported that there was no patient under sedation. Procedures were completed using a similar device. It was reported that there was no patient harm.